Event description:
Stryker representative brought in implant to use in surgery after talking with the physician. Implant was opened to the field during total knee replacement revision. The nurse in the room noticed that the package said the implant was expired. It was not implanted at this time. Implant removed from surgical field and placed in autoclave for 10 minutes and then implanted in patient.